Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Ref MFR report: 1627487-2013-24274. It was reported the patient was not receiving effective stimulation therapy from this scs system. The patient underwent surgical intervention on (B)(6) 2013 and the patient's scs leads were repositioned. No additional information is available at this time.